Event description:
Hill-rom technical support received a report from the account stating the patient positioning module won't set. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found it appeared the account did not know how to set the patient positioning module correctly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support inserviced the account over the phone how to set the bed exit correctly. Based on this information, no further action is required.